Event description:
The customer contact reported that the pump did not sound an audible alarm tone. The pump was returned to the biomedical engineering department with an unsigned note that stated, "won't turn on." No tracking information was provided; therefore, specific patient information, pump programming or event details were not available. During testing at the user facility, the device did not sound an alarm tone in the low volume setting. There were no reports of any adverse patient events while the device was in clinical use.